Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the knife blade could not be advanced. There was no pt injury. Another device was opened and used to complete the procedure. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.